Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer who was implanted with a neurostimulator for gastrointestinal/pelvic floor. The patient reported that they were having problems. The patient stated that they were doing pretty good, however, in the morning they would have no control and at night they felt stimulation in their right buttocks. The patient noted that the night before report they got up 3 times during the night to void. The patient stated that right after they got the implant they stepped on something and fell right on their buttocks, then in (B)(6) they fell and had a concussion. The patient was on program 3 at 6.2 at the time of report and had increased the setting but had not switched programs. The patient noted that they would try program 2 at the time of report and would track the results of each program. The patient was suggested to follow up with a healthcare professional (hcp). No further complications were reported or were expected.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. Consumer reported they fell on the deck due to a loose board. They fell backwards and landed on their buttocks. They had to crawl because they could not walk. They noticed no change in urinary habits after this fall. In september they fell and had a concussion. Consumer reported they kept adjusting the device and the stimulation in the right buttocks ceased. It was also reported that they were having urinary control problems. The cause of the stimulation in the right buttocks was not determined. The control of urinary symptoms had worsened in the morning and for approximately an hour in the mornings they had continuous flow. This reportedly sometimes occurs during the day so the patient normally wears a pad during the day. No further complications reported/anticipated.